Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported there was telemetry failure. The rf (radio frequency) head was returned for repair. No patient complications were reported as a result of this event.

Event description:
It was reported there was telemetry failure. The rf (radio frequency) head was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Evaluation summary: the radio frequency programmer head was returned and analysis was unable to confirm the customer comment that there was telemetry failure. However the head did fail all uplink amplitude functional tests as the cable was out of specification electrically. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.